Event description:
It was reported that, "revised because cup went into protrusio. Went into the pelvic area, and into the medial wall."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.